Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient gender. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: patency of the vessels: left main severely calcified 90% ostial lesion 80% distal lesion at the bifurcation of the left circumflex and left anterior descending the dislodged stents were removed by trapping them with the balloons. Patients severe medical condition was the cause of death no medtronic devices contributed to this patients death. The patient was not on dapt at time of event. There were no evidence of restenosis or thrombus. The physician did not assess that the death event was directly related to the use of the relevant device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located in the ostial and distal left main (lm) coronary artery involving the bifurcation of the left anterior descending artery (lad) and the left circumflex artery (lcx). The patient had three vessel disease, history of severe peripheral vascular disease and heart failure. The patient had a depressed ejection fraction and during the procedure suffered from a pea cardiac arrest requiring cardiopulmonary resuscitation immediately prior to stent implantation and an impella device was needed to be used in the procedure. The devices were inspected with no issues noted. The lesion was pre-dilated using a 2.5x12mm balloon, the lesion was heavily calcified and difficulty crossing the lesion with the balloon was noted. A 3.0 compliant balloon was also used to pre-dilate the lesion. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. A non-medtronic guide extension catheter was used in the procedure. A 6 french ebu guide catheter was used for left coronary angiography. It was stated that there was 70-80% stenosis at the ostium of the av circumflex and ostial circumflex lesion that was part of the distal left ain lesion. The ostium of the circumflex was pre dilated using a 2.5x12mm compliant balloon and timi-3 flow was achieved. Following pre-dilation of the lm and lad it was reported that the stents were not able to pass the highly calcified lesion even with the use of a guidewire. It was reported that the stents stripped off the balloon catheters during removal of the devices from the patient. It was stated that one stent dislodged outside the left main and the other stent dislodged between the left main and the aorta. It was stated that both stents were able to be retrieved from the patient, however on both occasions access to the lesion was lost and had to be regained again. It was stated that the procedure was completed by implanting two resolute onyx stents in the lm and good stent apposition was observed. Chronic total occlusion was noted in the right coronary artery, two euphora ptca balloon catheters were used to pre-dilate the lesion and four overlapping resolute onyx coronary drug eluting stents were implanted to treat this, no product issues were reported for these devices. There was no complications due to the intervention carried out. Post procedure, it was stated that due to the patient medical condition it was recommended to have a hemodynamic support with an impella device along with appropriate vasopressors. The patient was reported to have deceased the following day after the procedure.